Event description:
Pump display was reported to be frozen, with blood glucose levels remaining stable. Customer attempted a pump reset following guidance from technical support, but the issue persisted. Consequently, technical support arranged a replacement pump, customer will use multiple daily injections (mdi) as a backup therapy.